Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported dual antiplatelet therapy was administered. For the first pipeline, close to 75% had been deployed when it failed to open. Just proximal to the point of no resheathing. The device was resheathed into the microcatheter. However, the microcatheter had fallen back and needed to be navigated distally which was not possible by itself with the ped within it. This would require a microcatheter and microwire. Therefore, attempted to remove the ped out of the microcatheter and of the body. However, it could not be captured into the introducer sheath. The ophthalmic side branch was covered. Not from movement of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one ped2 pipeline failed to open and two pipelines had movement during deployment and had difficult placement and positioning. The patient was being treated for an unruptured carotid siphon aneurysm. Vessel tortuosity was severe. The devices were prepared according to the instructions for use (IFU).  Pipeline 4.25x16 was twisted in the mid-segment when deployed. Even after resheathing the device was twisted. It failed to open in the middle. The middle of the pipeline was positioned in a bend. The pipeline was resheathed less than or equal to 2 times. The pipeline was removed from the patient. The procedure was successful and stent was deployed, stagnation was observed during the angiogram (post procedure). No symptoms were reported.  Ancillary devices: navien guide catheter, phenom27 lot ap21-053 microcatheter, phenom 27 lot ju21-035 microcatheter, sheath.

Event description:
2022-mar-09 mpxr 930300 (rep, hcp, for): medtronic received information that one ped2 pipeline failed to open and two pipelines had movement during deployment and had difficult placement and positioning. The patient was being treated for an unruptured carotid siphon aneurysm. Vessel tortuosity was severe. The devices were prepared according to the instructions for use (IFU).  (Pli10) pipeline 4.25x16 was twisted in the mid-segment when deployed. Even after resheathing the device was twisted. It failed to open in the middle. The middle of the pipeline was positioned in a bend. The pipeline was resheathed less than or equal to 2 times. The pipeline was removed from the patient. (Pli20, pil30): pipeline 4.25x14 and 4.5x14 were not deployed because the system kept falling down after the initial deployment. Multiple pipelines were not being used when the movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location. No additional steps were taken. The pipelines missed the landing zone. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. The tip of the catheter moved during the deployment. The procedure was successful and stent was deployed, stagnation was observed during the angiogram (post procedure). No symptoms were reported.  Ancillary devices: navien guide catheter, phenom27 lot ap21-053 microcatheter, phenom 27 lot ju21-035 microcatheter, sheath 2022-mar-18 e1, e2, e3, e4 (rep, hcp, for): additional information received reported dual antiplatelet therapy was administered. For the first pipeline, close to 75% had been deployed when it failed to open. Just proximal to the point of no resheathing. The device was resheathed into the microcatheter. However, the microcatheter had fallen back and needed to be navigated distally which was not possible by itself with the ped within it. This would require a microcatheter and microwire. Therefore, attempted to remove the ped out of the microcatheter and of the body. However, it could not be captured into the introducer sheath. The ophthalmic side branch was covered. Not from movement of the device. 2022-04-11 email x2 (for, rep): no new event information received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter was returned for analysis within a shipping box. The pipeline flex embolization device was returned within an opened pipeline flex outer carton (a978872), within an opened pipeline flex inner pouch (a978872), and within a dispenser coil. The phenom 27 catheter was returned within an opened phenom 27 outer carton (ju21-035) and within an opened phenom 27 outer carton (ju21-035). Visual inspection/damage location details: the pipeline flex pusher distal hypotube was found stretched and broken proximal to the bumper within the shrink tubing. The broken pipeline flex distal hypotube was found stuck within the phenom 27 catheter hub. The phenom 27 catheter hub, catheter body, and distal tip were found in good condition. The phenom 27 catheter was dissected (cut) and the broken pipeline flex distal segment with braid were removed. The pipeline flex braid proximal and distal ends were found damaged (frayed). The braid middle segment was found open. The pipeline flex pusher sleeves and tip coil were found damaged. Testing/analysis: the phenom 27 catheter total length was measured to be ~158.8cm and the useable length was measured to be ~152.2cm which is within specification (specification: 150cm ± 5cm). The pipeline flex pusher distal hypotube was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) analysis. The broken end failed via fatigue at the bend/kink area and the rest of the surface failed via overload. Eds spectra collected from wire surface areas. The primary elements detected were iron, chromium, nickel, manganese and silicon. In addition, molybdenum peaks were detected. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at middle section (hourglass shape)¿ report could not be confirmed as the device has been fully deployed and re-sheathed. Possible causes of ¿failure/incomplete to open¿ include patient vessel tortuosity, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. In this event, it is likely the patient¿s ¿severe¿ vessel tortuosity and the placement of the middle of the braid in a vessel bend contributed to the event. Regarding the damages found with the pipeline flex pusher (stretched/separation) and braid (fraying) damage can occur due to resistance/stuck during delivery/retrieval, patient anatomy, or resheathing more than 2 times. It is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the damages. No defect was found with the phenom 27 catheter that would have contributed to the events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.